Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced diaphragmatic stimulation and presented in clinic. Upon device interrogation, the right ventricular lead exhibited failure to capture and low sensing threshold. Chest x-ray was performed indicating that the lead had dislodged. Programming changes were made. The patient was stable after the event.

Event description:
New information received on (B)(4) 2019 indicating that the patient presented on (B)(6) 2018 for lead revision procedure. The lead was explanted and replaced. The patient tolerated the procedure well.